Event description:
A malfunction was reported on a customer's pump, leading to a high blood glucose warning, although specific values were not provided. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi), and there was no need for third-party assistance. Technical support provided pump reset information and helped the customer reset the pump, which resolved the malfunction as it did not recur afterward. The customer successfully resumed insulin delivery and was advised to contact support if the issue reappeared. There was no adverse impact to the customer¿s blood glucose level, and the customer was in the process of renewing the pump warranty.